Event description:
Customer contacted technical support (ts) stating that unit had touch screen failure.the device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 15oct2019. Despite repeated attempts, the customer could not be reached to discuss the state of this ventilator. Due diligence was performed, and no information could be obtained, as the facility did not respond to any inquiry. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19march2019. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted technical support (ts) stating that unit had touch screen failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Event date not specified; estimate used.